Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge 1 alarm while using 2 cartridges. A third cartridge was loaded successfully without an alarm. Insulin delivery was resumed. The customer's blood glucose was not impacted.